Event description:
It was reported that one day postoperatively, the right atrial (ra) lead exhibited high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.